Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone s atherectomy device with a 5mm spider fx embolic protection device/guidewire during treatment of a calcified lesion in the patients right proximal posterior tibial artery. Moderate vessel tortuosity and severe vessel calcification were reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A 3x80mm nanocross pta balloon was used for vessel pre-dilation. The vessel was not post-dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Removal difficulties were reported and a cut-down was required to remove the device. Completion runs were done after cut-down to complete procedure.